Event description:
It was reported that patient lost therapy at an unknown time due to ipg reaching end of life . As such surgical intervention is anticipated in the near future to address the issue. No further information available at this time.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced with a new device. Reportedly effective therapy was restored.